Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two black spots appeared on the monitor while using the endoscope. The camera head and light cable were changed; however, the black spots remained visible. The same device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.